Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch number: mw5107327, that a female patient who underwent an unspecified breast surgery with two 450cc mentor memorygel breast implant has experienced unexplained systemic symptoms postoperatively, including severe headaches, fatigue, brain fog, numbness, cognitive changes, and loss of motion in right arm. The patient reported that she got mentor memory gel implants in 2016 and she have had issues with pain and numbness since then. The patient stated that she will get her blood work done this week and getting checked for autoimmune issues. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.